Event description:
It was reported that the handpiece wasn't working and the cord was cut. No case info was available.

Manufacturer narrative:
H6: torn isolator. The analysis results found that the handpiece was returned with a loose mount. However, no damage to the handpiece cable was found. The handpiece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.